Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient that was undergoing an implant for a trial procedure. It was reported that a patient had an unsuccessful procedure. During the procedure, it was stated that the proper loss of resistance was used, and needle placement conformed with lateral and ap and lateral views throughout placement. The lead tip placement confirmed posterior exiting the needle through ap and lateral views. The leads advanced to the proper level and were confirmed using live flouro and with ap and lateral views. Intraoperative testing confirmed leads were posterior and that there was proper coverage. Impedance testing and programming were done. It was noted that the patient's right leg was hanging off the table during the procedure, and post-op had severe lower right leg pain. The cause of the pain was unknown and it got better. It was stated that the leg pain was unrelated to the device. The patient was admitted and had tests done to rule out hematoma, nerve damage and deep vein thrombosis (dvt). All tests that were performed showed no issues. There were no resistance or other issues during lead placement. It was unknown if there were secondary gain issues, but the physician removed the leads and discharged the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jul-03. The rep stated that the serial number of the external neurostimulator (ens) remains unknown. The patient had issues before the device was even hooked up. The leads were removed because that is what happens once the trial ends. No further complications were reported/are anticipated.